Event description:
It was reported the pump was implanted (B)(6) 2013 after its use before date (ubd) of 2013-11-2014.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).